Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
During a left total knee replacement during the keel punch part of the surgery the tibia split. All instrumentation was put together correctly. The guide tower was correct, the keel punch was correct and the baseplate was correct. Case went longer than usual. The surgeon didn't say anything negative, just wanted to report this. Additional info received 14-feb-2024, "the procedure was a primary implantation of stryker implants. Keel punch is the instrument used when the tibia split. The specific keep punch was one of the ones found in our mis 3-6 femoral and tibia prep tray. I wouldn't say it was too severe, but the split was big enough to need 2 screws. Screws were used to address the split bone."